Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported that the device was no longer beneficial. The outcome was unresolved at the time of study exit/death/or study closure. Interventions included explanting and not replacing the device. The patient reported that the device was no longer beneficial for her pain. The patient had not been used in approximately 6 months. The etiology was noted as possibly related to the device or therapy and not related to the implant procedure. The etiology was noted as related to stimulation. Relevant medical history included: non-malignant pain

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient exited the study because all enrolled manufacturers products were inactive. The patient exited the study on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.